Manufacturer narrative:
(B)(4). Additional evaluation summary: the actual sample was returned for evaluation. During the visual inspection of the opened , the swage and attachment area were as expected and marks were observed on the body needle. The end of the suture was observed cut appears to be by use of a surgical instrument. The other section of the suture was not returned. Per condition of the sample, no additional test could be performed. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. According to the sample condition suggests an improper handling of the sample. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. It was reported that the suture broke during the procedure. The doctor reported that the suture is very brittle and of very poor quality. No adverse patient outcome was reported. Additional information has been requested.